Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 464 mg/dl, 566 mg/dl, and 419 mg/dl. No adverse event reported. The test strips were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.